Event description:
A pump declared an altitude alarm, prompting the customer's insulin suspension. There was no adverse impact to the customer's blood glucose level. Technical support instructed cleaning the pump's speaker holes and reconnecting the cartridge, which allowed insulin to resume normally after a brief wait. The pump returned to normal operation without recurring alarms, and the customer received tips for preventing future altitude alarms.